Manufacturer narrative:
Further information requested but not provided.

Event description:
It was reported that the patient presented in clinic for a follow-up. It was revealed that the implantable cardioverter defibrillator exhibited backup vvi mode due to a hardware-related reset. No device intervention was performed. The patient was stable.